Event description:
It was reported that there was an error with the continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with complete information on how to reset the pump to resolve the issue.